Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedances out of range and then it significantly decreased. A fracture was suspected. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedances out of range and then it significantly decreased. A fracture was suspected. This rv lead remains in service. No adverse patient effects were reported.